Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there¿s something wrong with his pump because the motor sounds like it is slowing down and then speeding up whenever he primes. The customer is advised that he is probably experiencing a no delivery alarm because of site, set or reservoir issues. The customer said that they have tried different cannula lengths. He said that the alarm occurred during manual prime. The customer said that his blood glucose was 200 mg/dl and over 400 mg/dl and he treated with the pump. The pump will be returning for analysis. The reservoir will not be returning for analysis.